Event description:
Information was received indicating that the smiths level 1 trauma fast flow system malfunctioned. The reported issue is that the device is not rapidly infusing. The device has larger chambers and because of that 250-500ml blood bags are not being compressed enough to empty or rapidly infuse. There were no adverse event reported.